Event description:
Per spontaneous call from patient, 1 cadd ms3 pump would not load the cartridge. She did not have the sn and could not access the pump. She did not miss any therapy and a new pump will be sent to arrive tomorrow and she will send back the bad pump. No more information given. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.